Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be flipped over in the pocket. The device was repositioned to submuscular position.